Event description:
It is reported that: the patient has a consistent gripping pain in the front right thigh. The pain occurs a few times daily and has been occurring for the past few years. The patient saw the surgeon on (B)(6) 2012. Patient completed x-rays and blood work and is scheduled for an MRI on (B)(6) 2012. She will follow-up with surgeon when test results are received.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abg ii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.